Event description:
Medtronic emergency response systems (ers) identified several potential combinations of circumstances in which a device may have operating features configured differently than expected. This may result in an inability to administer therapy to a pt or a delay in pt treatment. There have been no reports of this issue related to distributed devices.

Event description:
Medtronic emergency response systems (ers) identified several potential combinations of circumstances in which a device may have operating features configured differently than expected. This may result in an inability to administer therapy to a patient or delay in patient treatment.